Event description:
It was reported the pt's device was "misfiring" after an MRI. It was stated the pt was in a motor vehicle accident and had MRI of his spine. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.